Event description:
It was reported that the patient had a sudden loss stimulation sensation and therapeutic effect from their implantable neurostimulator (ins) which started thursday night ((B)(6) 2014). Specifically, the patient could turn up the stimulation up to 10 but did not feel the stimulation in their legs. It was noted that the patient¿s wife had a stroke a few months ago and had fallen a few times in the past week. The patient very often had to help her when she falls or to keep her from falling. It was noted that the patient had a sharp pain in the middle of their back for 3-4 days after they had picked her up from the floor. It was suspected that the lead may have migrated as a result of this activity. The patient¿s ins had been charged up on wednesday aug. 27, 2014 and noted that it was fully charged. The programmer unit was working and that they could connect to the ins where the settings could be seen but no stimulation was felt. The manufacturer¿s representative met with the patient where it was determined that 2 electrodes (#9 and 11) had impedance readings of >10,000 ohms. It was noted that the program that provided good stimulation for the patient involved electrodes #8 and 9. Reprogramming was attempted but was unsuccessful to get stimulation to the areas of pain and every program tried would get stimulation in the stomach area. X-rays were ordered at the time of report (no results reported) to confirm the lead placement and to rule out lead migration or any issues with connections to the ins. The plan was to look at the results of the lead placement and formulate a plan based the lead location. The patient status at the time of the report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was scheduled for a lead revision on (B)(6) 2014. At the lead revision, both leads that had migrated were taken out and two new leads were put in. The patient kept the same implantable pulse generator from the initial implant. The patient was programmed post-operative and received very adequate stimulation in all the areas of pain. The patient was very happy about it.

Manufacturer narrative:
Concomitant medical products: product ID neu_recharger_acc, serial# unknown, product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).